Manufacturer narrative:
Event date is on an unknown date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized. It was unknown if the patient was treated for the event. At the time of this report, the patient was recovering from the event and was still hospitalized. Pd therapy was discontinued and pd catheter had been surgically removed and the patient would be out of pd for 3-4 months. No additional information is available.